Event description:
During a gastrectomy procedure, bleeding post-operatively, the same day (amount unk), during the first operation, leak test and donut ok. The surgeon performed re-operation to stop bleeding.